Manufacturer narrative:
Follow-up # 1 ¿ (05/05/2014).the patient¿s meter has been returned on 4/21/2014 and evaluated by lifescan product analysis on 4/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high compared to her feeling/normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(4) 2014 (at 9pm) the patient reportedly obtained blood glucose readings of ¿457 and 460mg/dl¿ with the subject meter (time difference not specified). In response to the reported readings, the patient allegedly administered an increase dose of humalog (25 units) five minutes later. Several hours afterwards (at 1:33am, on (B)(4)) the patient reportedly experienced symptoms of shaking and lightheadedness. The patient reportedly obtained a blood glucose reading of ¿28mg/dl¿ with the subject meter three minutes later; and at 1:39am, the patient consumed food and/or drink treatment. The patient denied testing his blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.